Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant medical products: handpiece devices, foot control devices, console devices, attachment device. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed temperature assessment (device overheated). This device was returned for evaluation only and returned to the customer un-repaired. A diagnostic assessment was performed which determined that the root cause of the failure could not be identified. Therefore, the assignable root cause of the heat was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the motor device failed temperature assessment (overheated). The device was initially returned to (B)(4) because it was not working while being used with other handpiece devices, foot control devices, console devices and an attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.